Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5119852, model/ catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had pain at the lead implant site. There was some tenderness to palpation over the lead implant site which was quite hypersensitive. The patient also had an over reactive pain response with light touch over the area. The patient underwent an explant procedure.